Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the video system center showed b30 error (scope communication error). It was not confirmed when this event took place. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer investigation results. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. However, additional information was received by olympus technical assistance center sales representative confirming that the issue was with the scope and not the video system center olympus will continue to monitor the field performance of this device.